Event description:
It was reported to baxter (B)(4) that a 4mm blood set was found to have grease inside its drip chamber, thereby contaminating the sterile fluid path. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. Eight 4mm blood sets, all lot # 07l25v793, were reported to have grease in their drip chambers. This medwatch is for set 2 of 8.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an infuso.r. Pump with a constant alarm was confirmed during product evaluation. This condition was caused by a faulty motor. The motor was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported an infuso.r. Pump with a constant alarm, occurring upon device power-up. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition when a constant alarm interrupted delivery during device testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.